Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and menorrhagia ("specifically menorrhagia"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including severe pelvic pain. On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. B71764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included thyroid disorder, suicide attempt, back pain, menometrorrhagia, uterine cervical squamous metaplasia, adenomyosis uteri and body mass index normal. Concomitant products included fluoxetine hydrochloride (prozac), gabapentin, oxycodone and thyroid (armour thyroid). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("specifically menorrhagia"), weight increased ("weight gain"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea,"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia,"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches,") and nausea ("nausea,"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstruation irregular, menorrhagia, weight increased, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, vaginal discharge, eye disorder and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and event abnormal bleeding (vaginal) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain pelvic area") in a 42-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multinodular goiter and depression. Concurrent conditions included thyroid disorder, suicide attempt, back pain, menometrorrhagia, uterine cervical squamous metaplasia, adenomyosis uteri, body mass index normal and copd. Concomitant products included fluoxetine hydrochloride (prozac), gabapentin, levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen), salbutamol, thyroid (armour thyroid), tramadol and vitamin d nos (vitamin d). In 2014, the patient was found to have weight increased ("weight gain") and experienced eye disorder ("vision/eye problems"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("specifically menorrhagia"), dysmenorrhoea ("dysmenorrhea,") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 4 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal area pain") and back pain ("lower back area pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with anabolic steroids and surgery (hysterectomy,salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and back pain was resolving and the menstruation irregular, weight increased, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, vaginal discharge, eye disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted : did plaintiff underwent essure confirmation test? Yes or no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: pfs received. Concomitant drug were added. Event : depression, mental anguish, abdominal area pain and lower back area pain were added. Outcome of the event abnormal bleeding were updated. Event verbatim were updated as severe pelvic pain/pain pelvic area. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. B71764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included thyroid disorder, suicide attempt, back pain, menometrorrhagia, uterine cervical squamous metaplasia, adenomyosis uteri and body mass index normal. Concomitant products included fluoxetine hydrochloride (prozac), gabapentin, oxycodone and thyroid (armour thyroid). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), menorrhagia ("specifically menorrhagia"), weight increased ("weight gain"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia,"), fatigue ("fatigue,"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), vaginal discharge ("vaginal discharge") and eye disorder ("vision/eye problems"). The patient was treated with surgery (hysterectomy to remove essure on 26-oct-2016). Essure was removed on 26-oct-2016. At the time of the report, the pelvic pain, menstruation irregular, menorrhagia, weight increased, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, vaginal discharge and eye disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs+mr received: new events: female sexual dysfunction , tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, vaginal discharge, eye disorder, weight increased, device monitoring procedure not performed were added. Reporter, patient demographic information, all concomitant diseases updated. Product lot number, concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. B71764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included thyroid disorder, suicide attempt, back pain, menometrorrhagia, uterine cervical squamous metaplasia, adenomyosis uteri and body mass index normal. Concomitant products included fluoxetine hydrochloride (prozac), gabapentin, oxycodone and thyroid (armour thyroid). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("specifically menorrhagia"), weight increased ("weight gain"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea,"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia,"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches,") and nausea ("nausea,"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstruation irregular, menorrhagia, weight increased, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, vaginal discharge, eye disorder and vaginal haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain pelvic area') in a 42-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multinodular goiter and depression. Concurrent conditions included thyroid disorder, suicide attempt, back pain, menometrorrhagia, uterine cervical squamous metaplasia, adenomyosis uteri, body mass index normal and copd. Concomitant products included fluoxetine hydrochloride (prozac), gabapentin, levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera), oxycodone, paracetamol (acetaminophen), salbutamol, thyroid (armour thyroid), tramadol and vitamin d nos (vitamin d). In 2014, the patient was found to have weight increased ("weight gain") and experienced eye disorder ("vision/eye problems"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("specifically menorrhagia"), dysmenorrhoea ("dysmenorrhea,") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 4 months after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), female sexual dysfunction ("apareunia"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal area pain") and back pain ("lower back area pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with anabolic steroids and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain and back pain had resolved and the menstruation irregular, weight increased, female sexual dysfunction, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, migraine, headache, nausea, vaginal discharge, eye disorder, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted : did plantiff underwent essure confirmation test? Yes or no. Patient received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation") and menorrhagia ("specifically menorrhagia"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstruation irregular and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstruation irregular and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 and reported adverse events including severe pelvic pain. On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.